Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display as well as buzzing sound it was fell. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was dropped. Customer troubleshooting was performed. Customer also stated that they did not want to discontinue the use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. No unexpected audio or vibrate anomalies noted.